Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 2 feet and 8 inches from the input connector, between connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath does not exhibit signs of melting at the break location. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Event description:
It was reported that at 22 joules and 0 minutes, the fiber sheath was noted to be "broken on the table, the red aiming beam was visible." The fiber was exchanged and a second fiber was used. At 94,376 joules and 12:48 minutes, it was noted that the fiber "pulls in the axis." The fiber was exchanged and a third fiber was used to complete the procedure. The tips of the first two fibers were not cleaned during the procedure. Patient outcome: "ok" reported. This report is for the first fiber.